Event description:
It was reported that an adverse event occurred. On (B)(6) 2022 at 11:20 pm, the patient¿s daughter checked on the patient before she went to bed and found her unconscious. She consulted her brother, emergency medical services (ems) was notified, and the patient was transported to the emergency room (ER) on (B)(6) 2022 at 01:30 am. At the hospital, the blood glucose (bg) finger stick was 1,122 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treatment included insulin and an IV drip. She was admitted to the intensive care unit (ICU) and regained consciousness 2 days later. The patient¿s son contacted dexcom's technical support while the patient was in ICU to ask if any alarms or alerts occurred, and if his mother received cgm readings during the incident. Further contact was made the patient's daughter-in-law on (B)(6) 2022 , and was told by the patient¿s daughter-in-law that the patient had returned home after a two week hospital stay and one week of rehabilitation. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.